Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle, on the glue of the objective lens and light guide lens, and on the plastic distal end cover (c-cover) was unable to be further specified. There was no confirmation of any obvious deviation of reprocessing. However, it was confirmed that the foreign material residue points of the light guide lens and c-cover were deformed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information for the foreign material in the nozzle and objective lens, but for the other suggested conditions, it was presumed to have been due to physical damage to the device, disallowing complete reprocessing of the device. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to image not displayed and noise image occurred because of damage on the charged couple device. Additional evaluation findings are: adhesive around the light guide lens and the light guide lens had foreign objects, adhesive around objective lens had foreign objects, parts became loose/ deformed/ damaged/ worn out/ or scratched, plastic distal end cover had foreign objects and a scratch, universal cord had coating peeling and a scratch, paint of suction cylinder was peeled, switch box had discoloration, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive on bending section cover had white clouded area, a crack, and a chip, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, control unit had discoloration, and the connecting tube had scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, image defect while using the colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle has foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.